Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was 87 mg/dl at the time of the incident. Current blood glucose was 202 mg/dl. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind but self test did not pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was not expected to be returned for analysis.